Event description:
It was reported in the medwatch that the patient sustained a pressure injury to the upper lip, likely from mechanical ventilation/ett holder (anchor fast). In addition, it was reported in the medwatch that necrotic tissue extended from the lip into the mucosal surface of the inner lip. Further, it was reported in the medwatch that necrosis on the upper lip wound was healing but full thickness defect remained. It was reported in the medwatch that debridement was completed on the upper lip open wound and reconstruction with complex layered closure was completed.

Manufacturer narrative:
Attempts to obtain additional information from the facility have been made. The device was not returned for analysis. Device history review could not be conducted because the lot number was not provided. Root cause has not been determined. Only the di of the UDI information was provided because the lot number was not known.